Event description:
It was reported that the patient had unexpected therapeutic effects and inadequate pain relief. The patient believed that they were possibly not receiving their personal therapy manager (ptm) boluses appropriately. Reporter stated that the time remaining increases when requesting a bolus. The times have ranged between 2.5 to 8 hours. The patient was contemplating some troubleshooting and lockout report review with the healthcare provider (hcp) to see if there is an issue with the ptm or if it is just the way the lockouts on the ptm are programmed by the hcp. The patient reported being in a 'lot of pain, and really depends on the boluses'. The patient was not getting enough therapeutic effect and also noted that there was a fall where the patient hurt their foot a few weeks prior to the report date. The patient fell on her bad leg and an MRI was being contemplated to rule out a telius tendon tear. The patient was having a lot of extra pain and could not bear weight on her foot. The patient takes oral medication in addition but felt that it 'doesn't always work'. It was also noted that upon first receiving the pump, the patient lost use of their legs and had to use a walker. No further detail was given. The medication in the pump was fentanyl, clonidine, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was due to the patient being confused on how to use the personal therapy manager (ptm) device. The patient was not hospitalized and the patient's outcome was indicated as no injury.